Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, contamination was found on component j1004 the monitor pca. The contamination caused the front response button to be non-functional. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.